Manufacturer narrative:
(B)(4). Product# serial# mfg date 06f16-10; (B)(4); 01/15/2010. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant sodium and hematocrit results on a patient. The customer also stated that the analyzer (sn (B)(4)) used during this event had been accidentally dropped and gave the unreliable result. There was no patient information available at the time of this report. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 04/11/2019. A review of the device history record confirmed the lot passed finished goods release criteria. Retain cartridge test results met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 05/09/2019. The customer reported that analyzer s/n (B)(4) was giving discrepant results for na and hct/hgb when testing with cg8+ cartridges as compared to the lab analyzer (B)(4). The customer also reported that the analyzer was dropped. The customer complaint of cosmetic damage due to drop was confirmed, but the unexpected na and hct/hgb results were not reproduced. Analyzer s/n (B)(4) functioned according to specification during testing and produced results that were within the acceptance values. A rocketware search spanning six months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.